Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacemaker dependent patient presented in clinic for a follow up. Multiple non-sustained lead noise episodes were observed. The noise events were inhibiting pacing. The noise was not reproduced with pocket manipulation in the clinic. No further information is available.